Event description:
A us distributor reported that a patient's electrode belt connector will not stay latched.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (connector will not stay latched) was due to a bent pins and a damaged connector. The root cause for the bent pin was unable to be identified. There was no adverse event that resulted from the damaged belt.